Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds. It was also noted that the lead was implanted after the used before date. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.